Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A scratch on the dib00 model intraocular lens (iol) was noted after its implantation in the patient's ocular dexter (right eye) the iol was removed by cutting it into pieces and was replaced using a back-up dib00 7.5 iol during the same procedure. There was no serious patient injury, no sutures, and no vitrectomy however, patient prognosis post-procedure is unknown. No further information is available.